Event description:
It was reported the device displayed the alarm - can't start pump without latched cassette. No patient injury was reported.

Manufacturer narrative:
Other text: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device was in good condition. Functional testing found the problem was duplicated. The device was tested in the manufacturing utility mode and the latch lock sensor did not change from none to latch when the lever was closed. The latch lock sensor did work during a functional check of the psi and a no disposable alarm test. The device was opened and the connector's clip for the latch lock sensor flex was open. The root cause of the reported issue was found to be incorrect assembly by previous service technician. Closed the latch lock sensor connector and the device passed functional testing. An email was sent to the service supervisor and lead to review the issue.